Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior side and crease sharp in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A crease sharp opening on posterior due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.